Manufacturer narrative:
Investigation findings: the arthroscopy shaver was received for evaluation and found to have the potential to activate on its own. This is related to pc board failure. A design change has been implemented for this failure mode. Conmed linvatec will continue to monitor this failure mode. There are no reported injuries associated with this event.

Event description:
The customer reported that once the arthroscopy shaver was in operation, it would not shut off. There was no report of injury or surgical delay associated with this event.